Event description:
It was reported that the device had a low water sensor error. No patient injury was reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The device had cracked enclosure and tank cover. Started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The disposable alarm went off. The root cause of the reported issue was found to be a damaged micro switch caused by customer damage. Actions were taken to mitigate the reported issue are unknown.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing and found to detect fluid level correctly. However, during testing the device gave a false "no disposable attached" alarm. The issue was determined caused by a damaged microswitch. The component was determined to have sustained damage during use when disposables were connected.

Event description:
It was reported the device gave a false "low fluid" alarm. No adverse effects reported.